Manufacturer narrative:
Literature citation: hironori hyodo, tetsuro sato, masako tokunaga, eiji takahashi, tomowaki nakagawa, mitsuhiro kashiwaba, tomonori kunii, yoshimasa takahashi "balloon kyphoplasty after an enough conservative treatment of severe thoraco-lumbar burst fractures in primary osteoporosis" mean age: 78 years. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that total of 36 patients with osteoporotic vertebral burst fracture underwent bkp from (B)(6) 2011 to (B)(6) 2015. Among them, 8 patients whose flexion CT image showed serious rate (50% and over) of bone fragments invaginated into the spinal canal were investigated. Post-operatively, intra-spinal canal cement leakage was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.